Event description:
It was reported that during a procedure of the right coronary artery, the vision stent delivery system (sds) became "stuck" on the guidewire and would not go into the tuohy valve outside the anatomy. A different guide wire and same size vision was used in the procedure without issue. No patient effect. No additional information was provided. Device analysis revealed the stent implant is dislodged/mislocated on the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted crystallized contrast in the inflation lumen and balloon, which is consistent with preparation. The sds was returned frozen on a non-abbott guide wire and was located at the proximal end of the guide wire. There was approximately 5 cm of the core inside the sds guide wire lumen. There was 185 cm of the guide wire extending out from the tip of the sds. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the sds. An attempt was made to remove the non-abbott guide wire from the sds, but was not able to be removed. After the sds and guide wire were soaked in a water bath, the guide wire was removed from the sds. There was thick blood on the guide wire core and in the guide wire lumen. The blood on the guide wire was dissolved using warm water; an attempt was made to backload the guide wire through the sds but was not able to be advanced past the blood in the guide wire lumen. The guide wire lumen was flushed to dissolve the blood. The non-abbott guide wire was back loaded through the sds with no resistance noted. The outer diameter of the guide wire was measured to be 0.01350in. The inner diameter of the guide wire exit notch and inner diameter of the tip pass the proximal seal were measured and met manufacturing criteria. It is likely that the build up of blood on the guide wire contributed to the reported difficulties. Analysis noted the stent was stationary on the tightly folded balloon but not between the markers. The distal end of the stent was located 2.5 mm proximal to the distal balloon marker. Stent mislocation/ movement can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. The stent outer diameter dimensions were outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of movement as it is expected that the stent would expand during travel over the balloon shoulders. It is likely the stent was inadvertently mishandled during preparation for use or during loading of the sds onto the guide wire resulting in the noted mislocation as there was no damage noted to the stent during removal of the protective sheath. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported difficulty positioning the guide wire and noted stent mislocation/movement appear to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.